Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6). E1-initial reporter city: (B)(6). Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon. A longitudinal tear was identified in the balloon material. The tear measured 45mm in length and extended from a position 4mm proximal of the proximal markerband to 6mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.